Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the issues given in the patient report appear to match well with this finding. This is a final report.

Event description:
The recipient's parents reported that the child fell, hitting her head. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported that the child fell on her head. Re-implantation is considered though no date has been set.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, no date has been scheduled yet.

Event description:
The patient's parents reported that the child fell on her head. Re-implantation is considered though no date has been set.